Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that increased capture threshold was observed. The lead was explanted and replaced. No adverse consequences for the patient were reported.